Manufacturer narrative:
Patient identifier, age and weight are unknown. Concomitant medical product: generator - erbe. (B)(4) - intervention required to stop bleed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the hot biopsy forceps failed to provide energy and they were unable to cut the polyp completely. Minimal bleeding occured and clips were used to stop the bleeding. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps was used during a polypectomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the hot biopsy forceps failed to provide energy and they were unable to cut the polyp completely. Minimal bleeding occurred and clips were used to stop the bleeding. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age/date of birth is unknown. However, patient over 18 years old. A visual examination found that the returned device was within specification. No abnormalities were noted with the device's riveting or crimping marks. Functionally, the device was able to be opened and closed within manufacturing specifications. Additionally, electrical testing was performed and the device operated within specification. The device met all manufacturing specifications. Based on the condition of the returned device, the root cause for the reported event could not be determined. The complaint was not confirmed. A device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. Attempts to determine if the correct device was returned for analysis have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. (B)(4).